Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of investigation completed on 12/29/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/29/2013 with the following findings: a pinkish contrast was observed on the display screen. A manual time change was observed from (B)(6) 2013 22:25 to 10:25. The pump was exercised for 24hrs on a 1.0u/hr basal program. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to 12:00am (B)(6) 2007. Removal of the pump cover and a visible inspection confirmed the internal battery (bt1) was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).